Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter had reverted to the setup mode after having powered off while attempting to test his blood glucose. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged issue occurred 10-12 days prior to contacting lfs. The patient informed the csr that he tests his blood glucose 6 times a day and manages his diabetes with a combination of oral medication (metformin) and insulin (lantus and humalog). The patient stated he adjusts the humalog dose based on his blood glucose results. The patient denied making any changes to his usual diabetes management regimen after the alleged issue began. During the follow-up call, the patient also reported that he began testing on his older onetouch brand meter after the alleged issue with the subject meter began. It is not known how much time passed between the onset of the issue and when the patient began testing on the other device. On an unspecified date/time, after the alleged issue began, the patient reported developing symptoms of blurred vision and feeling shaky and sweaty. The patient stated he associated the symptoms with a low blood glucose. In response to the symptoms, the patient reported treating himself with food and/or drink and confirmed feeling better afterwards. At the time of troubleshooting, the csr noted there was no known misuse of the product. The patient confirmed the alleged issue did not occur just after recharging the subject meter,s battery. The alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k110637.